Event description:
Coil did not detach following multiple attempts. A stent was placed to secure coil protruding into parent artery. On 1/15/08, I learned additional details regarding incident in 2007. The original complaint reported in 2007 was unclear weather an adverse event had occurred that was related to a microvention device. I believe that this was due to the fact that english is not the primary language of the sales representative. The following are the details obtained since the original incident report: the physician deployed and detached coils in an ica bifurcation aneurysm. The physician pre-tested a mcs-10 2mm x 4cm prior to use. Device passed by registering a green light on v-grip controller. The coil was deployed in the aneurysm. The physician attempted to detach but was not successful. Additional attempts were made to detach coil with alternate v-grip controllers. Detachment attempts were unsuccessful. The coil was retracted from aneurysm and in doing so, the loop from a previously detached coil protruded into the parent artery. When this occurred, the physician took medical intervention and placed a stent so as to press the loop against the artery wall. Subsequent to stent placement, thrombus apparently formed in the stent. However, this was resolved and the patient did not incur any actual injury.

Manufacturer narrative:
The device involved in this incident was returned for evaluation. A visual examination under magnification showed the implant attached to the pusher. The resistance of the pusher has an open circuit. The device was dissected to verify circuit at distal and proximal ends. Both ends had closed circuits to specification. The heater coil detachment zone appeared normal in specification. The root cause of this event cannot be determined. However, it appears that the pusher is not making a complete contact between connector and core wire as the resistance is intermittent at the connector weld.